Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
A shipment of thoracic catheters were delivered to waikato hospital had expired in 2022. I then informed the customer and asked that they pull all stock from the shelf. I was informed that one of the thoracic catheters was used on a patient.

Manufacturer narrative:
Additional information: e1.

Event description:
N/a.

Manufacturer narrative:
The details of the complaint are the following: a shipment of thoracic catheters were delivered to (B)(6) hospital on july 25, 2022 that had expired on june 24, 2022. The sales and service representative then informed the customer and asked that they pull all stock from the shelf. He was informed that one of the thoracic catheters was used on a patient. Further information provided includes that there had been 10 devices total and 6 of the ten devices were retrieved. Based on the received information one device had been used by the institution that had expired. In this regard the institution did not follow standard protocol in regards to verification of expiration dates prior to use. The pvc thoracic catheter outer label of each individual device has the universal symbol for expiration as well as the actual expiration date of the product. A review of the incoming inspection records confirmed that the expiration date of the product was june 24, 2022. As part of incoming inspection, the operator is instructed to ¿verify expiration date and lot number in product label against DHR and inspection record.¿ the DHR shows that this step within the quality inspection was conducted and the expiration date recorded was matching the product label. The investigation has determined that the wrong expiration date was input manually by getinge australia warehouse personnel; the expiration date that was manually entered for the product did not match the expiration on the label attached to the product, and allowed product to be released to customers beyond its expiration date. The product was physically labeled with the correct expiration date. As such, the complaint is considered confirmed. The initiating event (incorrect expiration date entry) occurred in august 2019 and resulted from an inventory management system limitation that required manual entry of expiration dates upon receipt at an ssu for the first time. The need for manual entry of expiration dates upon receipt of product at an ssu warehouse has been resolved as of april 2022. The system now automatically imports the batch information when received at ssu and does not allow manual override of factory dates (manufacture or expiration dates). There have been no other related complaints associated with the same lot of product or other lots/product codes. No adverse events have been reported as a result of the use of the expired product and there is no indication that product has not performed as intended. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. H3 other text : device not returned.

Event description:
N/a.